Manufacturer narrative:
As per hcw, after drawing blood activated safety, went to dispose into sharps container and stuck finger. As per rn, hcw started on pep. Post exposure panel done. Source pt exposure panel, non-reactive.